Event description:
It was reported that the customer had unexplained high blood glucose and ketoacidosis. Paramedics were called and customer was transported to the hospital. Customer's blood glucose reading was 760 mg/dl at the time the paramedics arrived. Caller stated that the customer's insulin pump was alarming low battery and the infusion set cannula was bent. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window, cracked battery tube threads and broken belt clip slot.